Manufacturer narrative:
As reported, the lead was not returned for analysis. This report therefore refers to the analysis results of the ICD as well as on the inspection of the quality documents associated with the manufacture of the ICD and the lead. The manufacturing processes for the ICD and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. There was no indication of a material or manufacturing problem of these devices. Next, the ICD was interrogated. The interrogation could be properly performed and revealed the eri battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, analysis of the ICD revealed normal battery depletion. There was no indication of a device malfunction.

Event description:
It was observed that the device shows the eri status. The ICD was explanted. Furthermore a suspicion of a lead damage in the lv lead was reported because the pacing impedance was too low. The lead was capped and a new lead was implanted. Should additional information be received, this file will be updated.